Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was difficult to position during implant. It was noted that several attempts were made to place the lead with several extensions and retractions of the lead helix, after which the helix was difficult to extend. The lead was removed and an alternative lead was placed "without difficulty." No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated that the connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the is-1 pin bent. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.